Event description:
During a procedure a light cover fell from the ceiling and it the physician performing a procedure in labor and delivery. This delayed the procedure as maintenance had to be called to evaluate the light. Physician did not suffer serious injury nor did the pt.